Event description:
It was reported that this inflatable penile prosthesis (ipp) stopped working as the cylinders were not inflating anymore. It was noted that the device presented a loss of fluid caused by the breakage of a cylinder and a tube. One month later, a revision surgery was performed to remove and replace cylinders and pump. There were no patient complications reported.